Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: the surgeon squeezed the trigger a few times and nothing came out. States the artery was cut and bleeding occurred. Surgeon used a new ca500 to finish the procedure. Additional information provided by [name] on (B)(6)2025 via email (entered by [name]): no patient harm occurred. The surgeon did not specify what caused the bleeding. The surgeon was ligating the cystic artery when the incident occurred. The tissue did not get trapped in the jaws. The cystic artery was leaking. Yes, the distal end of the jaws was visible around the tissue once the clip was placed around the tissue. Yes, the bleeding/leaking occurred due to the clip not occluding. No, the bleeding/leaking did not occur due to torquing of the jaws on the vessel. Yes, the trigger could be easily and completely actuated. No, there was no resistance in trigger actuation. Intervention: replaced with a new device to complete this surgery. Patient status: patient is now fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction to h6. Component code.

Event description:
Procedure performed: lap chole. Event description: the surgeon squeezed the trigger a few times and nothing came out. States the artery was cut and bleeding occurred. Surgeon used a new ca500 to finish the procedure. Additional information provided by [name] on 11mar2025 via email (entered by [name]): no patient harm occurred. The surgeon did not specify what caused the bleeding. The surgeon was ligating the cystic artery when the incident occurred. The tissue did not get trapped in the jaws. The cystic artery was leaking. Yes, the distal end of the jaws was visible around the tissue once the clip was placed around the tissue. Yes, the bleeding/leaking occurred due to the clip not occluding. No, the bleeding/leaking did not occur due to torquing of the jaws on the vessel. Yes, the trigger could be easily and completely actuated. No, there was no resistance in trigger actuation. Intervention: replaced with a new device to complete this surgery. Patient status: patient is now fine.